Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, there was an issue with clip formation. Another device was used to complete the case. There was no adverse consequence to the pt.